Event description:
It was reported that during the implant procedure when the atrial lead was connected to the pulse generator, high impedance and high capture thresholds were noted. The physician noted that he "saw a wire in the pulse generator port". The device was no longer used and replaced. No patient complications were reported.

Manufacturer narrative:
Final analysis found foreign material in the contact springs which contributed to the reported anomalies.